Event description:
Reportedly between september and october, 2003, surgeon reports to have had a pt experience a dehiscence with a looped maxon suture. Dr reports the suture broke at the appex on the cases. Surgeon resutured pt without complication. No additional info.